Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an increase in shocking impedance. During the invasive procedure a break in the lead was found directly behind defibrillation port. It was not possible to remove the pin.

Manufacturer narrative:
Event conclusion cpi's analysis found: only the proximal high voltage terminal pin section was returned. Microscopic inspection revealed the high voltage cable is fractured at the distal end of the terminal pin. Arcing at the point of fracture occurred during energy delivery subsequent to the conductor break. Evidence suggests that positioning of the lead in the body, combined with body movement, led to the damage and conductor fracture.